Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2015, the patient experienced myocardial infarction <24 hours prior to the index procedure. The target lesion was located in the proximal left anterior descending artery (lad) to the mid lad with 90% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and a 3.00x20mm promus premier stent was attempted but could not cross the lesion. The lesion was then treated with a 3.00x16mm promus premier stent that caused a dissection (grade c) within the target lesion during post dilation which required placement of a 2.50x12mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 10% residual stenosis. The dissection was considered resolved on the same date. After three days, the patient was discharged on aspirin and clopidogrel.